Event description:
Consumer complaint that the product caused bumpy gums after use. No medical attention was sought for this condition.

Manufacturer narrative:
Without the lot code or suspect sample it is not possible to conduct a thorough investigation of the complaint sample. The initial report was submitted to FDA med watch program on 05/27/2015. This is a revised form that is being submitted.

Event description:
Patient stated that equate super hold denture adhesive caused her gums to feel bumpy. Bumps are located on the front of her gums, like a blister but with no pain. She also stated that her gums cleared up and she is going back to using the product as she never had a problem with it in the past. It is her adhesive of choice. Patient did not seek medical attention.

Manufacturer narrative:
Without the lot code or suspect sample it is not possible to conduct a thorough investigation of the complaint issue.